Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the introducer needle assembled with the arrow raulerson syringe (ars) with a crack on the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. ". The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photo. Visual analysis of the photo revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated under a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the doctor attempted to witdraw water with the needle it was unable to do so after a few attempts." Another set was used to complete the procedure. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the doctor attempted to witdraw water with the needle it was unable to do so after a few attempts." Another set was used to complete the procedure. No medical intervention required. The patient's current condition is reported as "fine".